Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.

Event description:
It was reported to hamilton medical ag, that: the hamilton-t1 ventilator (pn 1610060 / sn (B)(6) is continuously alarming for obstruction failure. The unit will not autozero in service mode. This is a repeat problem with this particular hamilton-t1. The msp161265 exhalation valve assembly was ordered. The reported event date is may 7th, 2026. No patient involvement, medical intervention or patient, user or third party harm was reported.